Event description:
The report received from the medical affairs indicated that the employee from an MRI facility called for medical information and additionally reported adverse events. In 2003, the patient had a cypher stent placed in an unknown vessel for an unknown reason. A year later, the patient had an unknown event leading to the placement of a bx velocity stent in an unknown vessel due to an unknown reason. No further information was obtained at the time of the call.

Manufacturer narrative:
The exact event date and implant date is unknown; however, it was reported that the stent was implanted in 2003 and event occurred in 2004. The report received from the medical affairs indicated that the employee from an MRI facility called for medical information and additionally reported adverse events. In 2003, the patient had a cypher stent placed in an unknown vessel for an unknown reason. A year later, the patient had an unknown event leading to the placement of a bx velocity stent in an unknown vessel due to an unknown reason. No further information was obtained at the time of the call. There is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. No conclusion can be drawn based on the available information.